Manufacturer narrative:
In response to the reported event, edwards lifesciences performed the following investigation for disconnection before the use of an edwards dpt and a stand-alone merit flush device: the returned unit was carefully examined in our product evaluation laboratory where the reported condition was confirmed. The male luer of the flush device was completely broken at the solvent bond joint to the female luer of the flothru dpt. Cross surfaces of the broken luer appeared uneven and rough. No other visible defects or damage was observed during the visual inspection. A review of the manufacturing records was unable to be performed as the lot number of the suspect device was unknown. It is important to note that there was no patient involvement as this event occurred before use. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue with the male luer of merit flush device being broken at the joint to the female luer of the dpt should be observed during this inspection or during flushing, when a leak would be observed in the system. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the connection between the dpt and stand-alone merit flush device was disconnected. Inquired of patient demographics, unable to be obtained. There were no patient complications reported.